Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Device found no distinct damages confirmed through visual inspection. The functional test found that the blade was connected, the handpiece could not detect the blade. There was no output. Reported failure was confirmed. The handpiece undergoes functional tests and visual inspection prior to being shipped. These functional tests include activation tests with test blades and consoles. This suggests that the components failed outside of the manufacturing facility. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a therapeutic procedure an error message stating to reconnect the blade occurred. According to the reporter, when reconnected, the whole system would just disconnect. There were no further details provided regarding the event. No patient harm or impact was reported. No user injury reported.